Manufacturer narrative:
The manufacturing location for this product is nipro, (B)(4). This site is an OEM manufacturing site. The reported lot # 17k06 is not found for the reported catalog #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using multiple bd vacutainer® safety-lok¿ blood collection set(s), the patient¿s blood will not fill the tube, when tube is attached. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Additional information: bd was provided with samples for evaluation. The samples were investigated. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested & evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was not observed as all product specifications were met. Based on evaluation of the customer samples, the customer¿s indicated failure mode for insufficient blood flow with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to insufficient blood flow as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for insufficient blood flow with the incident lot was not observed as all samples met the required specifications. Additionally, a specific product issue could not be identified from the photos. Based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.